Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a healthcare professional (hcp) regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s pain had been getting worse and worse and he had been bending down more and more. The patient inherited degenerative disc disease and scoliosis which had gotten to a terrible condition. The patient noted that he had four operations, one of which was to implant the neurostimulator. The patient¿s device was wonderful for two or three months and then all of a sudden an ache started and now he couldn¿t stand for more than 10 or 15 minutes. The patient had three months of glory then it started going downhill and had gotten to a terrible point since as far back as a year and a half ago. It was noted that someone drove the patient to his appointment on (B)(6) 2016 as he didn¿t want to drive anymore since the pain was so bad. It was reported that the issue began in (B)(6) 2016. The patient reported that many things had broken down on him, but clarified that they had not been having issues with the device. The hcp called the manufacturer to put the device into MRI mode. The hcp was walked through this, but the programmer showed the "eligibility cannot be determined" screen with a code of all zeroes.